Manufacturer narrative:
H.6. Investigation: customer returned two (2) used syringes ¿ one 30gx12.7mm, 0.5ml bd insulin syringe and one 31gx8mm, 0.5ml bd insulin syringe. Consumer stated, he purchased a box of 328466 but found 1 bag of item, 328468. Both returned samples were examined and it was observed that both syringes were returned in opened polybags: the 30gx12.7mm, 0.5ml syringe from lot 9203912 and the 31gx8mm, 0.5ml syringe from lot 7345600. No evidence of manufacturing defect was observed on the returned samples. Since both samples were returned out of the original shelf carton it could not be determined if the samples were incorrectly packaged together during the manufacturing process. Furthermore, these lots (lot 7345600 and lot 9203912) were manufactured over a year apart, so it is unlikely that these products would be packaged together as a result of a manufacturing defect. A review of the device history record was completed for batch# 9203912. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that there was a mix of product in pack with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated, he purchased a box of 328466 but found 1 bag of item, 328468. Stated, 9 bags are correct but 1 bag is incorrect. Stated, the box was sealed. Stated, he used the syringes that were wrong, (328468).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a mix of product in pack with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer stated, he purchased a box of 328466 but found 1 bag of item, 328468 stated, 9 bags are correct but 1 bag is incorrect stated, the box was sealed. Stated, he used the syringes that were wrong, (328468).